Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm and a battery out limit alarm. The customer¿s blood glucose level was unknown. The customer was out at the time of the call and was unable to complete troubleshooting. The customer stated they would check the contacts of the battery cap and the battery compartment when they got home. The customer stated that the battery out limit alarmed after a battery change. The customer stated that the batteries were out of the insulin pump greater duration allowed by the device. It was explained that it was normal insulin pump behavior. They were advised to monitor the insulin pump. They will be sent a replacement battery cap. The device will not be returned for analysis.